Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the cuff failed to inflate and a leak was observed immediately after filling. The complaint of leakage cannot be confirmed nor replicated. The probable cause is unknown. Visual inspection there were no damages or anomalies observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the second tracheostomy tube was placed and showed leakage after 13 days of use with a patient. The incident occurred at the patient¿s home and was managed by a healthcare professional. The issue was resolved by replacing the tube with a new one. A sample photo provided. There was a patient involvement, but no patient harm reported.